Event description:
It was reported that an alert was triggered due to out of range impedance on the left ventricular (lv) lead. There was also loss of capture noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 lead, implanted: (B)(6) 2011; 407645 lead, implanted: (B)(6)2011; 407658 lead, implanted: (B)(6) 2012. (B)(4).